Manufacturer narrative:
Operator of device is unknown; no additional information was received. The device was returned for evaluation. There was no physical damage found on the device. Event history log (eh) showed high alarm displayed: downstream occlusion. A dso pressure range test was performed and the reported problem was duplicated. The downstream occlusion could not occlude when clamped. The dso sensor was replaced. The reported problem was due to an unreactive dso sensor. Root cause could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device indicated 'no downstream occlusion'. No patient injury was reported.